Event description:
During a hysteroscopy procedure, the jaw detached from the alligator forceps and fell into the patient's uterus. The jaw was recovered with no patient harm. Metal specs were seen inside the patient, which could not be removed with suction dilation and curettage. Another like device was used to complete the procedure.

Manufacturer narrative:
This device is currently still under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.